Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by department of trauma and orthopaedics, huddersfield royal infirmary in united kingdom. The title of this report is ¿retrospective review of patients with atypical bisphosphonate related proximal femoral fracture¿ which is associated with the stryker ¿gamma nailing¿ system. The article can be found at http://dx.doi.org/10.1016/j.injury.2017.03.025. This report includes research done on 185 patients between the period april 2009 and march 2014. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses nail breakage for which revision surgery was performed by long gamma nail. The report states no post-op x-rays showing union, 1st post op following xray at 4 months shows broken gamma nail revision. One (n = 1) patient sustained a broken gamma nail 14 weeks postoperatively and this was revised to a further long gamma nail. This was a (B)(6) female with a background of polymyalgia rheumatica on both long-term steroids and bisphosphonates.

Event description:
The manufacturer became aware of a literature published by department of trauma and orthopaedics, huddersfield royal infirmary in united kingdom. The title of this report is ¿retrospective review of patients with atypical bisphosphonate related proximal femoral fracture¿ which is associated with the stryker ¿gamma nailing¿ system. The article can be found at http://dx.doi.org/10.1016/j.injury.2017.03.025. This report includes research done on 185 patients between the period april 2009 and march 2014. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses nail breakage for which revision surgery was performed by long gamma nail. The report states no post-op x-rays showing union, 1st post op following xray at 4 months shows broken gamma nail revision. One (n = 1) patient sustained a broken gamma nail 14 weeks postoperatively and this was revised to a further long gamma nail. This was a 73 year old female with a background of polymyalgia rheumatica on both long-term steroids and bisphosphonates.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged nail breakage mentioned in the event description could be confirmed through the available radiographs in the article. Based on those radiographs, a medical opinion was requested from healthcare professional but due to lack of clarity and lack of essential information, a sound assessment could not be obtained. And the device was not returned for evaluation and no other additional information was received from the author. Thus, it is not possible to determine the exact root cause of the failure. More detailed information about the patient medical history, the event circumstances and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.